Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08730 inches. Pump received with no battery installed. Pump received with cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, broken belt clip slot and minor scratched lcd window. Data analysis: there is no data listed for the dated of (B)(6) 2018 due to pump received without battery installed. The download history file shows data from (B)(6) 2017 through (B)(6) 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to diabetic ketoacidosis. The cause of death was heart failure. The caller stated that the customer had the flu or something similar that may have led to the customer's passing. The customer¿s blood glucose was over 800 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected over 48 hours prior to passing when the customer was admitted. The customer was not using sensors. The customer did tell someone that her new pump was not working and they had to use manual injections. The caller agreed to return the insulin pump for analysis.